Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: unknown, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: unknown, ubd: asku, UDI#: (B)(4). Foreign report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one patient experienced lead migration that was observed at their 10-week follow-up. No complications were reported or anticipated. Additional information received reported the migration was identified on (B)(6) 2018 and that x-ray imaging was performed to confirm the lead positioning. The patient's device was reprogrammed to re-select electrodes from the x-ray. Ultimately, the cause of the event was "unknown," as the expected migration resolved through repeat imaging and device reprogramming. There remained no complications reported or anticipated. Please note that this event was initially reported as event 2 through regulatory report #3007566237-2019-02495. Additional information has been received at this time however that necessitates an individual report be submitted. Any further information received regarding this event will be reported through this report.